Event description:
It was reported that they ablated with the d134805 catheter on the right side with the ngen generator. The doctor then completed a transeptal approach and performed therapy with a farawave catheter using a farapulse generator. Using the carto sound catheter a pericardial effusion was noted. The patient is stable at this time. Doctor will perform a pericardialcentesis but it has not started yet. Carto and generator worked within specifications and they do not want the units evaluated. Biosense catheters used octaray d10904 31645803l, decanav r7f282c, ablation catheter d134805 31621277l. Carto sound catheter 10439072 lot number unknown. Carto 3036281 ngen pump 102023-102, and generator 24050182fg. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".